Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed silicone slices on the top cover, and the electrode was severed near the array and sliced along the lead prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode wire was broken inside the feedthru pocket. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an intern report.

Manufacturer narrative:
The external visual inspection revealed silicone on the top cover, and the electrode was severed near the array and sliced along the lead prior to receipt. The photographic imaging inspection revealed an electrode wire was broken inside the feedthru pocket. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone slices on the top cover and the electrode was severed near the array and sliced along the lead prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode wire was broken near the feedthru terminal pin. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis confirmed that an electrode was broken within the feedthru terminal pocket. Because the electrode condition made it unable to be tested, the failure of this device cannot be fully determined. The performance of the electrode was not verifiable as it was cut from the device. The scanning electron microscopy analysis confirmed that an electrode channel wire was broken in the feedthru pocket. A corrective action was initiated. This is the final report.

Event description:
The recipient is reportedly experiencing decreased performance. The recipient refuses to wear the device. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.